Manufacturer narrative:
B3. Event date was asked but is not known.  D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2025, explant date: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid via an implantable pump for unknown indications. It was reported that the patient stated he felt his pain had increased significantly. It was unknown whether any environmental, external, or patient factors may have contributed to the issue. The hcp attempted to aspirate the catheter access port (cap) in the office without success. The hcp then replaced the catheter. The issue was resolved at the time of this report.